Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported that customer received a no delivery alarm which was resolved with a complete set change. It was also reported that insulin pump was stuck in "preparing to prime" loop. Customer's blood glucose was 417 mg/dl which was treated with insulin pump. During troubleshooting, insulin pump received second series of beeps and numbers appeared on display screen. Caller was advised to monitor insulin pump.